Event description:
It was reported that x-rays taken approximately 3 weeks post-op revealed a set screw backed out. No revision surgery is planned. No patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.